Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to an open brown (-5v) reads open causing falloff and te failure. The root cause for the open wire has not been positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was receiving adjust belt messages.